Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem of part of the image not present on the monitor was due to the monitor's scan size setting; no abnormality was found associated with the subject device. The likely cause of the of the reported problem of "no image was present on a 3rd party non-olympus computer system" was determined to be settings related or the non-olympus computer was not connected correctly.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After pressing the scan button on the monitor until scan mode was off and restarting the subject device, the problem was resolved. A conclusive root cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that part of the image produced by the olympus, cv-190, evis exera iii video system center, was not present on a monitor and no image was present on a 3rd party non-olympus computer system. There was no patient injury or harm, associated with the problem, reported to olympus.